Event description:
A drainage bag contained in the thoracentesis kit was missing a connection point to attach to tubing. A second kit was obtained and required pieces were all present. No harm to patient.======================manufacturer response for thoracentesis kit, thoracentesis (per site reporter).======================we are waiting for a response back.